Event description:
The intravenous infusion rate was ordered for 13.3 cc/hr. After the pump alarmed that the volume was complete, it was discovered the pump was programmed at 101 cc/hr.

Event description:
The intravenous infusion rate was ordered for 13.3 cc/hr. After the pump alarmed that the volume was complete, it was discovered the pump was programmed at 101 cc/hr.